Event description:
Information was received from a consumer and a representative regarding a patient who was implanted with a neurostimulator for spinal pain. The patient began having pain in the area of the implant in (B)(6) 2016. This initially got better in (B)(6) 2016 but eventually worsened and included inflammation and could not move in (B)(6) 2016. The patient had minor surgery on (B)(6) 2016 and had 2 sacroiliac joint shots on (B)(6) 2016 and (B)(6) 2017 to address it. It was reported that there was poor communication. The inability to charge started maybe in (B)(6) 2016. The patient reported that the last charging session was more than 1-3 months ago. The patient was texting a manufacturer representative to coordinate a meeting to address their implant and mentioned the pain and inability to charge. It was reported that there was not a manufacturer representative at any of the patient¿s health care professional (hcp) appointments. The patient was redirected to their health care professional (hcp) to address a possible overdischarge. The patient was requesting a manufacturer representative at the meeting to address the likely overdischarge. Additional information from the manufacturing representative on (B)(4) 2017 indicated that the patient was on their schedule, and they are checking to see what happened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.